Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluated. Review of the history log found multiple downstream occlusion alarms confirming the reported symptom, although the alarms could not be reproduced. Further eval found the downstream sensor current reading values to be below specification. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump has a constant downstream occlusion alarm. It was also reported there was no pt involvement.